Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on both atrial and ventricular channels were observed. Electromagnetic interference was suspected. No further information was available.